Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture (loc) as well as undersensing of measurements. The lead was found to be fractured and a revision procedure was performed to successfully cap and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.